Manufacturer narrative:
In response to FDA report number: mw5105396. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "malaise" "neuropathy", and "brain tumor". Patient additionally reported ¿got an MRI for her shoulder and it was noticed that one of them has been leaking silicone and breast implant illness¿, ¿large brain tumor, that is superior and inferior with neurological problems and no balance¿, ¿cannot walk through the house without falling, and drops hot pans¿, ¿spot on kidney, liver and teeth are falling out¿, ¿implants ruptured¿, ¿had an MRI 8 years ago that showed the implants were half empty¿, ¿she would never have a baby, because her stomach was so tight¿, ¿she is 80 pounds bigger than she was, it's destroyed her life and marriage¿, the device has been explanted.